Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the ccd module fluid damage, the light guide cable fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the control body corroded, the electrical connector corroded, the lg cable connector corroded, the shield cover corroded, the operation channel leak, the operation channel cut, the control body dirty, the distal body worn out, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the bending rubber faulty connection, the insertion flexible tube (ift) faulty connection, and the light guide cable faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).